Event description:
The customer reported that the monopolar function of the device was difficult to activate after an anastomy was performed on the stomach during a bypass procedure. At this time, the surgeon pulled the device out to inspect it and lost the view of the surgical field. As a result, a second anastomy was performed, which was followed by resection of the bowel. There was no delay in procedure time and the pt is said to have fully recovered.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.